Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alerted critical pump error. The customer's blood glucose level was 7.5 mmol/l. The customer reported that they received an open book image on the insulin pump screen. The customer also stated that they received a broken force sensor detected during seating or regular delivery alert before the open book image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to place the insulin pump in storage mode. The insulin pump will be returned for analysis.